Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut in the proximal region was lifted and pulled towards the distal direction. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-mar-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 3x28mm, concentric target lesion with a significant bend of >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. A 2.75x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.